Event description:
It was reported that foreign material was found in ninety-three (93) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was noticed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date: this event occurred between (B)(6) 2021 - (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from january 31, 2021 - february 03, 2021. H10: ninety-three (93) actual samples were received for evaluation. Unaided visual inspection was performed along with magnification which observed white particulate matter (unknown) floating inside the first bag, loose white particulate matter possibly acrylonitrile butadiene styrene (abs) material inside the second bag (approximately 0.20 square centimeters in size inside the bags) and loose particulate matter (unknown) inside the fill port connectors of the third, fourth and fifth samples. The reported condition of particulate matter was verified in 5 samples; however, not verified in the remaining 88 samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.